Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), device dislocation ('essure migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems- vag. Infect"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, psychological trauma and vaginal infection outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, migration and perforation- fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event perforation- fallopian tubes, essure migration, pelvic pain/chronic, dysmenorrhea (cramping), back pain, abdominal pain, dyspareunia (painful sexual intercourse), genital abnormal bleeding, psych injury, bladder/urinary problems vaginal infection. Patient demographic details and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration of essure device: medical records state "near to perforate the cornua'), device dislocation ('essure migration') and abortion spontaneous ('miscarriage') in a 27-year-old female patient who had essure (batch no. 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2006 and (B)(6) 2008), recurrent abortion and pregnancy with contraceptive device. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity, vaginal swelling, cervical cancer, extrinsic asthma, transient ischemic attack, insomnia, endometriosis, anxiety and migraine. Concomitant products included celecoxib (celexa) from 2012 to 2017, levonorgestrel (mirena) from dec-2016 to 7-mar-2017 and zolpidem tartrate (ambien) since 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("chronic/pelvic pain/pelvis"), 7 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal infection ("bladder/urinary problems- vag. Infect"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and infection ("infection (other)") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, vaginal infection, cystitis, urinary tract infection and infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, migration and perforation- fallopian tubes patient experienced another episode of pregnancy(miscarriage) in (B)(6) 2013 which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/migration of essure device: medical records state "near to perforate the cornua'), device dislocation ('essure migration') and abortion spontaneous ('miscarriage') in a 27-year-old female patient who had essure (batch no. 626901, 626901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2006 and (B)(6) 2008), recurrent abortion and pregnancy with contraceptive device. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included obesity, vaginal swelling, cervical cancer, extrinsic asthma, transient ischemic attack, insomnia, endometriosis, anxiety and migraine. Concomitant products included celecoxib (celexa) from 2012 to 2017, levonorgestrel (mirena) from (B)(6) 2016 to (B)(6) 2017 and zolpidem tartrate (ambien) since 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("chronic/pelvic pain/pelvis"), 7 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal infection ("bladder/urinary problems- vag. Infect"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and infection ("infection (other)") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, vaginal infection, cystitis, urinary tract infection and infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, migration and perforation- fallopian tubes patient experienced another episode of pregnancy(miscarriage) in (B)(6) 2013 which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dyspareunia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pfs received. Essure lot number added. Events added: pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, abnormal bleeding, (vaginal), menorrhagia, bladder infection and urinary tract infection, infection nos. Event clubbed: perforation- fallopian tubes/migration of essure device: medical records state "near to perforate the cornua. Event outcome updated for: bladder/urinary problems- vag. Infect. Medical history, historical, concomitant drugs were added. Lab data updated. On 23-jan-2020: medical record received. Medical history and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.